Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn and stripped. The alleged complaint is therefore confirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® square uniscrew it is recommended to torque at 32-35ncm. A root cause for the complaint could not be determined. Received date manufacturer: sep 29, 2017.

Manufacturer narrative:
Event date - unknown.

Event description:
It was reported that abutment screw fractured. Screw was placed on (B)(6) 2015.